Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 390 mg/dl with diabetic ketoacidosis (dka). The patient was hospitalized for three days and treated with intravenous (IV) insulin drip. No further information available.